Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal unattached air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a air detector and delaminated downstream occlusion seal. The downstream occlusion seal and air detector were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's air sensor and downstream occlusion seal are both unattached and falling off. Dso seal is also ripped and bubbled. There was no patient involvement.